Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: investigation of the returned product revealed that excessive force was applied to the product. Therefore, the penetration of sheath and the fracture of filter, are most likely due to forcefully advancement of the filter through the sheath, and subsequently withdrawal of the filter into the sheath. Under normal conditions the sheath is strong enough to accomplish the procedure, but the primary filter legs may be prone to scratch/exceed the sheath wall, if forcefully advanced through a curved sheath. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted the sheath from the right jugular after dilation, then inserted the filter into the sheath. He felt some resistance at the beginning but kept advancing it, and then the filter would not advance any further at some point. He removed the filter from the patient and confirmed it was broken. He replaced it with another günther tulip vena cava filter jugular approach and the filter was placed at the target site without problem. Patient outcome: the patient did not experience any adverse effects due to this event.